Event description:
Information was received that during the installation test, a temperature alarm was found. The temperature has been increased to 43°, and the temperature continues to rise-alarm has been kept. No patient involvement.